Event description:
It was reported that the right atrial (ra) lead experienced potential undersensing of smaller amplitude p-waves. No intervention was taken. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.